Event description:
It was reported that intermittent noise episodes were noted at follow-up. The noise was not reproducible during in-clinic testing. The lead was explanted and replaced. No further problems were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.